Event description:
Event description guidant received information from the reliability assurrance lab that this boxed implantable cardioverter defibrillator (ICD) exhibited premature battery depletion upon return analysis. The device was originally returned with no allegation against it.